Event description:
"During the multiple attempts at synchronized cardioversion, the defibrillator failed to discharge at the appropriate time and deliver the current necessary to convert the tachycardia rhythm. A second and later a third defibrillator (same model) were immediately rushed to the emergency response team; however, both the second and third defibrillators also failed to discharge at the appropriate time and deliver the proper current to the pt".